Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a matrix surgery on an unknown date, the tip of the stardrive screwdriver shaft was deformed and parts of the threads broke off. This happened during final tightening with counter torque and t- handle with ratchet wrench and torque limiter and screwdriver shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The screwdriver was analyzed for conformance to print specifications as well as a review of the device history record. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. It is clearly visible that only the first millimeter of the tip was deformed, this is a clear indication that the screwdriver was not completely inserted into the recess of the locking cap. By this the torque was not allocated on the complete star drive as designed, this lead to the complained malfunction and finally to the deformation of the fore front of the tip.